Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: due to a lack of sufficient clinical information, no data logs or returned product, the cause of the placement signal issue cannot be established.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced placement signal inconsistencies. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received: b1, b2, b5, h1, and h6 were updated based on the information received from the clinical site. Correction: d4 UDI was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the left subclavian artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage c shock, and on multiple inotropes and vasopressors, and ventilated for respiratory support prior to initiation of support. An initial impella cp was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left circumflex artery (lcx). The impella cp device was removed, and an impella 5.5 device was then inserted for escalation of therapy. During preparation of the impella 5.5, the placement signal of the impella 5.5 was consistently 10-30 points lower than the arterial line pressure. The device was zero¿ed appropriately and primed for 10+ minutes. The device was 0/0 (0) when inserted into the body. The post-procedure outcome is expired on support. The impella 5.5 will conservatively be reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition; as he presented in scai stage c shock, on multiple inotropes and pressors, and was ventilated for respiratory support.